Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 524 mg/dl. Customer had a headache, painful urination, and felt weak and sweaty. Customer had hyperglycemia and bacteria in her urine. Customer's current blood glucose level was 322 mg/dl. Customer was wearing the pump at the time of the emergency room visit. Customer treated with insulin shots. Customer has been off the pump since (B)(6) 2015. Customer was in the emergency room for 3.5 hours. Customer had already done troubleshooting and declined further troubleshooting. Customer also had a no delivery alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.